Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was continuously in "sleep mode" and insulin did ¿not deliver fast enough¿ when customer¿s blood glucose (bg) level became elevated. Bg value was not provided. Additional information was not provided and customer declined troubleshooting from tandem technical support.